Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer stated that the blood glucose high even after delivering boluses. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.